Manufacturer narrative:
Investigation pending.

Event description:
Customer is concerned about accuracy of troponin I (tni) results. Customer reporting discrepant results for tni on triage cardiac panel 25 test vs eci in ER.